Event description:
As reported by (B)(4) study, approximately 3 years after two cypher stents were implanted in the mid left anterior descending artery; the patient had a CABG procedure involving the mid lad and the 1st diagonal. Pci was performed on a 90% de novo lesion in the distal segment of the mid lad of 12mm in length in a 2.25mm vessel diameter. The lesion was pre-dilated after failed direct stenting with a 2.5x 15mm voyager balloon at 8 atm. A 2.25x18mm cypher was deployed at the target site at 14 atm. The residual diameter stenosis measured 0%. Pre-procedure timi flow was classified as ¿not applicable¿ and post-procedure timi 3 flow was classified post procedure. Pci was performed next on a 70% de novo lesion in the mid lad of 12mm in length in a 3.0mm vessel diameter. The lesion was pre-dilated after failed direct stenting with a 2.5x 15mm voyager balloon at 8 atm. A 3.0x18mm cypher was deployed at the target site at 14 atm. The residual diameter stenosis measured 0%. Timi flow 3 flows were reported pre and post procedure. Three years later, the patient had a CABG procedure and remained hospitalized for eight days.

Manufacturer narrative:
The event date was corrected to (B)(6) 2015. However, this was the day of the CABG procedure. No additional information is available and none will be forthcoming. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 3003742446-2015-00008 and 3003742446-2015-00009.

Manufacturer narrative:
As reported by (B)(4) study, approximately 3 years after two cypher stents were implanted in the mid left anterior descending artery; a (B)(6) female patient had a CABG procedure involving the mid lad and the 1st diagonal. The patient's medical history included angina, family history of coronary artery disease, hyperlipidemia, diabetes mellitus, diabetes type ii, smoking, allergies, anxiety, sinus problems, wheezing, constipation, arthritis, and allergic to penicillin, allergic to sulfa, allergic to codeine and allergic to cephalexin. During the index procedure, pci was performed on a 90% de novo lesion in the distal segment of the mid lad of 12mm in length in a 2.25mm vessel diameter. The lesion was pre-dilated after failed direct stenting with a 2.5x 15mm voyager balloon at 8 atm. A 2.25x18mm cypher was deployed at the target site at 14 atm. The residual diameter stenosis measured 0%. Pre-procedure timi flow was classified as "not applicable" and post-procedure timi 3 flow was classified post procedure. Pci was performed next on a 70% de novo lesion in the mid lad of 12mm in length in a 3.0mm vessel diameter. The lesion was pre-dilated after failed direct stenting with a 2.5x 15mm voyager balloon at 8 atm. A 3.0x18mm cypher was deployed at the target site at 14 atm. The residual diameter stenosis measured 0%. Timi flow 3 flows were reported pre and post procedure. Three years later, the patient had a CABG procedure and remained hospitalized for eight days. The bypass graft was out to the distal lad and the diagonal. For the 1st diagonal, it was opened up by 8mm. Anastomosis was performed between the internal mammary artery and the diagonal and excellent runoff was noted. Then the physician went to the lad just distal to the stent. Again it was opened by 8mm. Anastomosis was performed between the internal mammary artery the lad. The patient continued to be warm, was defibrillated and came into a nice sinus rhythm. The patient had 200ml blood loss and blood was given. The cypher stent remains implanted and is, therefore, not unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 3003742446-2015-00008 and 3003742446-2015-00009.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report number 3003742446-2015-00009.